Manufacturer narrative:
(B)(4). Concomitant medications included: amlodipine 5mg, aspirin 325mg, atorvastatin 20mg, baclofen 10mg, clopiogrel 75mg, duloxetine 60mg,etomidate 10mg, famotidine 20mg, fluticasone-salmeterol 250/50, heparin 7000 units, hydrochlorothiazide 25mg, labetalol 10mg, levetiracetam 750 mg, montelukast10mg, pregabalin 150mg, desmopressin 20mg, acetaminophen 650mg, oxycodone 5mg. Complaint conclusion: the coils were implanted and, therefore, not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Aneurysm growth after coil embolization is a known event. Factors which may have a correlation with post coil embolization re-growth include neck size, packing density, and inflow angle. The instructions for use (IFU) precautions that multiple embolization procedures may be required to achieve the desired occlusion of some vessels or aneurysms. Based on the available information, it appears that aneurysm characteristics contributed to the recanalization. Death and stroke are both potential events associated with the use of intracranial stents and coils and are listed in the instructions for use (IFU) as such. Based on the information available, it is not possible to determine the root cause of the hemorrhage; however, the patient was at risk for stroke due to her history of atherosclerosis and intracranial aneurysm. There was no evidence of a manufacturing issue related to the events; therefore, no corrective actions will be taken. This is an initial/final MDR. This is 1 of 6 mdrs being submitted for patient identifier (B)(4).

Event description:
A patient experienced subarachnoid hemorrhage and recanalization of an internal carotid/posterior communicating artery that had initially been treated with unknown coils. The recanalization was treated with a deltapq (dfs10020420/c10351) and a micrusphere (ssr10030520/c12480) coil. Approximately 3 months later, she was again treated for recanalization of the aneurysm and was treated with stent assisted coil embolization with an enterprise stent (enf452212/10348513), 2 deltaplush coils (dpl100203-20/c18569 and dpl100206-20/c20424), and 1 deltapac coil (df8100306-20/g12191). The following day, she had returned to baseline and was alert and oriented, but later in the day became unresponsive and was diagnosed with a left basal ganglia intraparenchymal hemorrhage with intraventricular hemorrhage throughout the ventricular system with diffuse subarachnoid hemorrhage, and expired 2 days later due to the hemorrhage. Post procedure images had revealed that the enterprise had good placement across the neck of the aneurysm, and there was no filling of either the proximal or distal dome of the aneurysm. The posterior communicating artery remained patent and the anterior and middle cerebral arteries remained patent. The anterior and middle cerebral arteries fill normally and capillary and venous phases were normal. The physician indicated that there was no identifiable cause of the bleed, but he did not feel the death was device related due to the ¿timing of the bleed¿.